Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (b)(6)2026. On (b)(6)2026, it was reported that the patient was in London on (b)(6), at 2 or 3 am when their sensor failed. The patient stated that when the Dexcom failed, their Tandem pump injected insulin continuously. During this time. the patient was asleep and their friend couldn´t wake her up. The patient's friend found the patient on the floor unconscious and they had a seizure. The friend called an ambulance around 6am. The patient was taken to the hospital and was still unconscious. At this time. the BG reading was 23 mg/dL, which was taken by the paramedics. At the hospital, they performed a CT scan, and the patient was treated with IV fluids and Glucagon. The patient spent less than 24 hours at the Emergency department (ED). No CGM readings during the entire event. At the time of the report the patient was fine. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).H6 Medical Device Problem Code - 3191 - Patient was unable to identify device issue therefore a more specific code could not be selected.Diabetes Mellitus is a known cause of hypoglycemia and loss of consciousness.